Event description:
Additional information provided by the end user stated that the set was replaced and therapy resumed. There was no other physical damage reported. The drug involved was 5-fu.

Manufacturer narrative:
Two pictures were returned showing a drip chamber with fluid pooled under the filter vent. Received one (1) used list #14687-15 primary plum set attached to a dry spike adapter with spike and two spiros, bag spike with clave, two intravenous bags and a 3-way stopcock. As received no damage or anomalies were noted. The set was air pressure leak tested per specification. There was a leak observed coming from multiple locations on the filter vent at 0.6 psig with the vent cap open. The complaint of chemo leakage on the filter vent can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Additional information found in b4. Product was returned 4/15/2024

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported after priming process, healthcare provider checked the infusion regularly and no leakage was noted. Until 22-feb, there was chemo leakage noted on filter vent. There was chemo drug involvement but no chemo spillage. The vent cap had never been opened during the infusion. There was patient involvement but no patient harm.

Manufacturer narrative:
A physical sample is not available, however a photo was provided for the investigation.

Manufacturer narrative:
Two pictures were returned showing a drip chamber with fluid pooled under the filter vent. The complaint of filter vent leakage can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.